Event description:
The facility's biomedical engineering dept returned the deivce for service. During service testing, baxter service tech reported that the device undelivered. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value -5.5% below the desired amount.